Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle (rv) was elevated. Right ventricle capture management daily trend data shows threshold measurement through (B)(6) 2016 stable at 0.5 v. Starting on (B)(6) 2016, thresholds increased to 2.5 v.

Event description:
It was reported that the patient presented to the emergency room in complete heart block with ventricular escape rhythm after experiencing near syncope and dizziness. It was determined that the patient was experiencing exit block due to the right ventricular (rv) lead exhibiting high and progressively elevated thresholds resulting in intermittent and complete loss of capture. Physicians suspected the loss of capture was due to acute fibrosis or infarction and not related to a lead integrity issue. The lead was initially reprogrammed and then later explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.